Event description:
The user facility has returned the lma to the MFR for eval.

Manufacturer narrative:
The user facility returned the lma in question to the MFR for eval. The lma was in good condition, with a slightly yellow airway tube and a lightly marked connector. The mask passed all pre-use tests. It was then inflated with twice the recommended maximum inflation volume and immersed in water. All surfaces were manipulated, but no leak was observed. The mask was then allowed to remain inflated for 30 mins. No leakage was observed in this time. No fault can be found with this lma.